Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The generator overload error occurred with the first system with the 3d spin issues.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: product ID: bi71000194, serial/lot#: unknown. H3, h6: the system was serviced in the field. In summary, the system generator error was caused by incomplete two-dimensional long-film (2dlf) gain calibrations. The hand switch was replaced, gain calibrations were completed and the system then operated as intended. Codes b01, c07 and d02 are applicable. H6: multiple annex a codes were applied to capture this event. A1102 captures the generator overload error, while a0905 captures the 3d spin issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that while the system was in a case. They were attempting a three-dimensional (3d) spin and it would not complete. The system would time out, during the spin. The systems were swapped for other medtronic imaging system and when booted up, the system was able to take a spin. They went to complete calibrations and it would not complete, as it received. A error generator overload. There was no impact to patient's outcome. And there was no surgical delay time.